Event description:
Received user facility medwatch# (B)(4) advising that during a laparoscopic subtotal hysterectomy procedure, one section of the harmonic broke off inside of the pelvis. The blade was retrieved. Per the user facility medwatch unknown if the device is available for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.